Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was found by philips service that the device has signal interference when using the ECG 3-lead grabber. There was no reported patient involvement.